Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder surgery the dyonics acromionizer burr 4mm inner and outer sheaths melded together. The procedure was completed without a significant delay using a 5.5 mm burr with the same handpiece as a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed one carton and four individual devices were returned. The devices were in sealed packaging. No physical damage visible to the devices. A functional evaluation revealed the devices functioned as intended clockwise, counterclockwise, and while oscillating. The inner and outer blades were not melded together. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include insufficient irrigation or an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.